Manufacturer narrative:
The ventilator has been investigated on-site by our field service engineer, and the device logs have been downloaded. Preliminary eval indicates that there was no ventilator malfunction. Further info regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). It was found functioning normally. No parts were replaced. The device logs were downloaded. A preventative maintenance (pm) was overdue therefore, the fse recommended a pm be performed. Evaluation of received device logs found no technical alarms during the reported time for the event. The last successful pre-use checks test (puc) before the event was performed on (B)(6) 2014 and after that date, were several puc's that were started but not completed. The event logs started on (B)(6) 2015 at 21:24 in on-going ventilation that continued until 21:49, when the ventilator was set to standby mode. Alarms for high airway pressure and high respiratory rate were generated on and off during the ventilation. The generation of these alarms showed that there was no problem with the alarm function when users' set alarm limits are exceeded. After the event a new ventilation period was started and continued for 7 days without issues. If the ventilator is in a controlled ventilation mode it will continue to ventilate the patient even if the patient passes away. Alarms will only be generated if the users' set alarm limits are exceeded. Our conclusion, based on the on-site investigation, the evaluation of the log files, and the use of the ventilator after the event without repair or replacement of parts, is that there was no ventilator malfunction at the time when the patient passed away. (B)(4).

Event description:
This is a follow-up report 1 for a previously received initial report (received on paper via mail) . The initial report that was received via postage was assigned the manufacturer report # : 8010042-2015-00164 and the importer report # : (B)(4). The original date of this report for the initial MDR received via postage was 03/31/2015. This record is being created as per the FDA's request that all MDR's be processed electronically. (B)(4).